Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became shattered and unresponsive; the cause is unknown. Reportedly, the customer discovered the shattered screen after pulling the pump out of their pocket. Additionally, it was reported that the pump stopped delivering insulin. Customer's blood glucose was 124 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.